Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. A cartridge change was performed resolving the issue. Additionally, a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer¿s blood glucose was 263 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.